Manufacturer narrative:
(B)(4). This report is based on the initial information and the information from investigation. Concomitant medical products: unknown acetabular cup: catalog#: ni, lot#: ni; unknown femoral head: catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Reported event was confirmed through review of medical records. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-01881, 0001822565-2017-01882.

Event description:
It was reported in medical records received that patient underwent a left hip revision procedure approximately two months post-implantation due to recurrent dislocations. During the procedure, a hematoma/seroma, device impingement, and a bony defect were noted. The femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported. Additional information in the revision operative report indicated delayed union of a trochanteric fracture. The cables around the femur were replaced to secure a trochanteric clamp in place.